Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a falsely elevated gluh_3 result was obtained on a patient sample on an advia 1800 instrument. The customer reported that quality controls (qcs) were within acceptable ranges on the day of the event. The customer reported that the affected sample was drawn from a peripheral venous catheter, which potentially contributed to the discordant, falsely elevated gluh_3 result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely elevated glucose hexokinase_3 (gluh_3) result was obtained on a patient sample on an advia 1800 instrument. The discordant elevated result was not reported to the physician(s). The patient was redrawn and run on an alternate instrument, resulting lower. The repeat result was reported, as the correct result, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated gluh_3 result.